Event description:
Pt had a hemi arthroplasty on elbow one year ago using latitude. Pt was complaining of pain at full extension. Doctor felt converting to a total would alleviate further complaints from the pt.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.